Event description:
I am reporting this problem that my daughter experienced. She uses an insulin pump and uses accu-chek ultraflex infusion sets. Twice she noticed a bend at the luer lock-tubing connection but didn't think much of it. A third time, I guess it happened again, however this time over night and when she awoke in the morning she felt so sick she was taken to the emergency room. She stayed there several hours. She had not been receiving insulin and suffered the effects due to the malfunction of this product.